Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When attaching the pelvic array the clamp where the pelvic array attached to the array clamp broke in half as the surgeon was tightening it. Case type: tha; delay: 5 minutes.

Manufacturer narrative:
Reported event: when attaching the pelvic array the clamp where the pelvic array attached to the array clamp broke in half as the surgeon was tightening it. Delay of 5 minutes. Device evaluation and results: the product was unavailable for inspection. Device history review: a review of the device history records shows that 80 parts with this lot number were manufactured, inspected, and accepted into final stock with no non-conformance. The dates and quantities are as follows: 6/10/15 - 30, 8/6/15 - 10, 8/7/15 - 30, 8/24/15 - 10. Complaint history review: a review of complaints in catsweb and trackwise related to catalog # 112230, lot #19010315 shows (B)(4) additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
When attaching the pelvic array the clamp where the pelvic array attached to the array clamp broke in half as the surgeon was tightening it case type: tha; delay: 5 minutes.